Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the battery suddenly failed. There was no output and the device could not be interrogated.